Event description:
Patient was revised to address possible infection, pain and suspected metallosis. The infection and metallosis have not been confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address possible infection, pain and suspected metallosis. The infection and metallosis have not been confirmed. Doi: 2008 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the head as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Infection after this length of time implanted is not likely to involve a device / device processing error. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort, and toxic ions. Lab results reported cobalt to be greater than 7 parts per billion. Revision surgical note reported patient had purulence but intraoperative cultures and pathology were negative. Revision surgical report also noted osteolysis, necrotic bone, and necrotic tissue. Intra-operative cultures and pathology were negative for infection. Patient had complained of right hip pain, night sweats and fever. Medical records reported metallosis, decreased mobility, and leg length discrepancy. Stem is being added for elevated ions and lot updated on femoral head. The complaint was updated on: apr 1, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Per procedure , these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 11/28/2015: litigation papers allege the patient suffered from persistent pain and discomfort in her right hip and leg area caused by the pinnacle hip which increased over time. At the time of the surgery patient's surgeon noted purulence within the hip joint capsule, bony loss of the medial calcar to the level of the lesser trochanter and necrotic bone loss of the posterior and inferior acetabular wall.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.